Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removal/salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, fatigue, alopecia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), breakage, fatigue, hair loss, migraine and headaches. Discrepancy noted as per ppf in insertion date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removal/salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, fatigue, alopecia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), breakage, fatigue, hair loss, migraine and headaches. Discrepancy noted as per ppf in insertion date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Product indication updated. Essure explant date added. Case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- breakage, perforation: uterus, abdominal pain, dyspareunia (painful sexual intercourse),, dysmenorrhea (cramping), apareunia,menorrhagia (heavy menstrual bleeding), fatigue, hair loss, migraine and headaches were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.